Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 26, 2024 was filed inadvertently. Topical antibiotics were administered as a prophylactic treatment.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the electrode lead into the external auditory canal. Subsequently, a topical antibiotic has been administered. The patient was reimplanted with another cochlear device during the same surgery.